Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that pump thrombosis was suspected. The power consumption was above 12.5 watts and the pt's pulsatility index was decreased. During an x-ray examination, there was no flow/decreased flow through the pump and that the pt expired on (B)(6) 2013.

Manufacturer narrative:
The hospital decided to retain the pump for demonstration purposes; therefore, the pump will not be returning to the MFR. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.